Event description:
It was reported that the patient broke his collarbone, resulting in lead fracture. The fracture of the outer insulation and outer coil were visible under fluoroscopy. The capture threshold was 1.5 v, 0.7 ms, the sensing threshold was 1.0 - 2.0 mv, and the impedance was 225 ohms.